Event description:
The urolume stent was removed from the pt and a 3.0 implanted because the first one never epithelialized and had migrated. The placement is off label - spinal cord injury pt with neurogenic bladder, stent placed at external shincter in membranous urethra.